Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0406g, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins was removed because it did not work for them. The patient said the healthcare professional removed the ins but could not removed the lead.